Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing. No other information was provided. The lead remains in service. No additional adverse patient effects were reported.